Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: quattrode, model: 3166, UDI: (B)(4), serial: na, batch: 2812296. Common device name: octrode, model: 3186, UDI: (B)(4), serial: na, batch: 2822545. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored. Note : it is unknown which lead is related to this issue.